Event description:
During an af procedure, after the introducer was inserted into the body, blood leakage was noted. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.